Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Price et al 2009 (geenen ps) ¿ ¿good stents gone bad: endoscopic treatment of proximally migrated pancreatic duct stents¿. Surgical stents were placed in the pd anastomosis during surgery for the following conditions: pancreatic cancer (6), intraductal papillary mucinous neoplasm (3), and choledochal cyst (1). Surgical stents were standard, small, straight, 3f, geenen stents (cook medical, bloomington, ind). Off-label use (10 patients): surgically altered anatomy and prophylactic use. Stent migration(10 patients): most of the surgical stents migrated into the biliary tree (8 of 10). All patients were symptomatic with pain or fever. Two stents could not be retrieved, 1 due to upstream stent migration into the biliary anastomosis. This patient had a percutaneous biliary drainage, stent removal, and flexus expandable stent (conmed, utica, ny) placement through the biliary anastomosis.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the geenen pancreatic stent of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article, "good stents gone bad: endoscopic treatment of proximally migrated pancreatic duct stents" complaint files (B)(4) (3001845648-2020-00695) and (B)(4) (3001845648-2020-00696) were opened as result of this paper. This file was opened for the stent migration and off label use of surgically placed geenen pancreatic stents in an altered anatomy in 10 patients. (Rpn: unknown) (B)(4) (3001845648-2020-00696) was opened for the liver abscess in one patient that occurred after the stent migration of the geenen pancreatic stent. (Rpn: unknown) document review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. As per information reported, 3 fr geenen pancreatic stents were surgically placed in the pd (pancreatic duct) anastomosis during surgery for 6 cases of pancreatic cancer, 3 cases of intraductal papillary mucious neoplasm and 1 case of choledochal cyst. 8 of these stents migrated with 1 complicated by a liver abscess (captured in (B)(4)). All of these patients were symptomatic with pain or fever. Surgical intervention in the form of 2 ercp attempts was required in 1 patient. Clinical input received assigned a severity of +4 for the surgical stents that migrated into the biliary tree. Root cause: a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. As per the information reported in this paper, 10 patients had surgically placed geenen pancreatic stents in an altered anatomy, this is regarded as off-label use. It may be noted that stent migration is listed as a potential complication in the IFU in association with pancreatic stent placement, however, it must be taken into account that these stents were used off-label which may have been an influential factor on this migration. Summary: complaint is based on customer testimony. According to the information reported, the surgical stents witnessed 2 stents that could not be retrieved, one due to early procedure perforation requiring surgical repair of the jejunum and the other due to upstream stent migration into the biliary anastomosis. The endoscopically placed stents saw 4 patients undergo surgery while 1 was treated with observation. Complaints of this nature will continue to be monitored for potential emerging trends.